Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the ilrght screws fractured, lower part was removed from the implant.

Manufacturer narrative:
The certain® titanium large hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20ncm. Complaint indicates multiple screw fractures. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.